Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the surgeon performed a l3-l5 lumbar fusion on (B)(6) 2011. The patient developed stenosis at adjacent l2-l3 and needed revision surgery. There was no reported issue with the existing hardware; however, the surgeon removed all existing hardware (standard universal spine system) from l3-l5, and then instrumented the patient with a universal spine system dual opening from l2-l5. This is report 1 of 20 for file (B)(4). This report is for the rod.